Event description:
The facility representative reported a fail code 703 on channel c. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of pt injury or medical intervention.